Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer stated "occlusions fixed". Tandem technical support tried to confirm how occlusion was resolved, however no response was received. Customer's blood glucose was 210-220 mg/dl at the time of event.